Event description:
Facility returned the device for service. Customer reported failure code 703 observed on a colleague pump during biomed testing. There was no report of pt injury or medical intervention as resulting from this failure.